Event description:
It was reported that the device failed downstream occlusion calibration. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
B3 - date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date product received is unknown. H3: one device was returned for repair in used condition. Visual evaluation found damaged battery compartment, scratched lens and missing battery door. This device has not been in for service within the review period. A review of event history log showed record of cassette not attached properly alarm. Functional and visual testing was performed. The reported problem was duplicated. The downstream occlusion (dso) sensor failed to calibrate properly, and the pressure readings were out of specification. Replaced the dso sensor to correct the issue. Device passed all functional tests after the repair.